Event description:
Customer called to report hospitalization due to low blood glucose. Customer's blood glucose reading at time of event was 32 mg/dl. Customer's current blood glucose is 182 mg/dl. Customer stated that the insulin pump was not alerting customer about the low blood glucose. The customer was disconnected from the insulin pump during the rewind/prime sequence. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.